Event description:
The initial deployment failed, and manual pressure was held. The collagen plug migrated down the leg and caused a blockage in the superficial femoral artery. Patient then needed intervention by vascular surgery.